Manufacturer narrative:
Concomitant products: product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had scs (spinal cord stimulator) implanted back in early 2010. It had stopped working at the time of the report. The patient had had some of the nerves permanently damaged, causing lower extremity radiculopathy that couldn't be controlled with medication. It was stated that the scs implant was the only thing that could alleviate this pain or at least make it tolerable, but at the time of the report the device no longer accepted a charge. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.